Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which was not reproduced. A review of the event history log identified multiple 'downstream occlusion!' Alarms during the last days of customer use. The reported condition was verified. The cause was determined to be an out of calibration value force sensor. The force sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test. There was no patient involvement. No additional information is available.